Manufacturer narrative:
A siemens regional instrument specialist (ris) was troubleshooting an instrument located at a siemens facility when he accidentally reached his hand into the middle electronic compartment of the analyzer where the main power supplies are located. Siemens investigated the event and determined the cause of the shock was an accidental use error due to the removal of panels and covers without powering down the analyzer. The middle electronic compartment is protected by covers that require removal using tools, and it is not accessible to the instrument operator(s). Safety labeling and guidance is described in the analyzer product labeling. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens regional instrument specialist (ris) obtained an electrical shock from an atellica immunoassay (im) 1600 analyzer, while he was troubleshooting an instrument located at a siemens facility. The ris went to a hospital to be checked with lab testing, an electrocardiogram (ECG) and a 24-hour observation period. It is reported that the employee's condition was satisfactory after the tests and observations were completed.